Event description:
The customer reported being hospitalized due to low blood glucose of 38mg/dl. Troubleshooting was performed. The customer stated that she felt a little funny in the morning, so she shut her insulin pump off. Then the customer continued working, and suddenly she could not function. The customer believes that she received too much insulin. Reviewed the programming and the time/date were correct. The caller stated that the reservoir is showing the same amount of insulin as shown on the status screen. The customer stated that she had fallen right on her insulin pump, and the device has a crack above the up arrow. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.